Event description:
This device was not returned, but the oos documentation was returned by a biotronik rep. This system was removed due to infection. There are no adverse events reported for the pt. There were two guidant leads also removed.